Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left hip revision due to the ceramic liner failing. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. The review identified that the ceramic liner of the left hip arthroplasty had fractured. Visual examination of the provided photos found the shell and head were explanted and are covered in bio-debris. Fragments from an unknown device were also identified in the photo. No further evaluation can be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.